Event description:
No additional information was provided.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305064 batch # unknown. It was reported that the bd syr 10ml ll w/ndl 18x1-1/2 blunt fill needle was coring. The following information was provided by the initial reporter: rcc received a complaint via email. Coring with bd blunt tip needles additional information provided 1. Material & lot number 2. Sample availability? 3. Patient harm, if any 4. Date of event I don¿t have any of that. And no patient harm because the coring was realized before the product was used.